Event description:
The pt reportedly was seen at the center for device eval. External equipment was exchanged. Testing conducted confirmed that the device was no longer functioning. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.